Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had been reading inaccurately high compared to a onetouch ping meter. The complaint was classified based on additional information which was obtained during a follow up call with the patient performed by the medical surveillance specialist (mss). The patient stated that the alleged product issue occurred at 1pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of "70mg/dl" with the subject meter and an unspecified result "about 20 points" lower on the other device within 30 minutes of one another. The patient manages their diabetes with insulin pump therapy and did not make any changes to their normal diabetes management routine as a result of the alleged inaccuracy. The patient informed the mss that half an hour after the alleged inaccuracy occurred they began to "lose hypoglycemic awareness" and also "lost vision". The patient felt that this indicated a severe "hypoglycemic event" and self-treated by consuming sugar. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. The patient's products were replaced and requested for evaluation. Although the blood glucose comparison being made did not exceed lfs' criteria for accuracy, this complaint is being reported because the patient claimed to have experienced symptoms which are suggestive of serious injury after the alleged product issue occurred.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.